Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The gas modules and pneumatic back-plane printed circuit board (pcb) were found damaged. According to the field service engineer (fse), the damage occurred when the gas modules were exposed to high pressure when gas cylinders were used by the hospital staff without regulating the max pressure. The connectors of pneumatic back-plane printed circuit board became damaged as a result of the broken gas modules. The provided pictures confirmed the reported damages. The conclusion was that the reported damages were a result of user error.

Event description:
It was reported that the ventilator's gas modules and pneumatic back-plane printed circuit board (pcb) were damaged. There was no patient involvement. Manufacturer's ref.#: (B)(4).